Event description:
The surgeon was using an 11 blade to make the incision in the right knee for an arthroscopy. A portion of the blade broke off in the knee. The blade was retrieved intact with the use of an x-ray.